Event description:
A pediatric, female pt was undergoing a tonsillectomy. The dr. Was using the handheld bovie to remove the tonsils and dr. Noticed a burn on the right corner of the patient's lip/mouth. After completing one side (half) of t & a (tonsillectomy and adenoidectomy) procedure, there were no sparks, smoke or any indication that the burn had occurred.